Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. A complaint history review was conducted on the catalog number in question from 21-jan-2018 to 29-jan-2019. Since catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the suture device misfired and the needle got stuck in a patient.